Event description:
It was reported that there was early battery depletion and the device was at elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4). The device was received and performance data was collected, analyzed and revealed that the battery voltage was pre/approaching elective replacement indicator (eri). Device analysis revealed that the device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. The weekly tend data from the save to disk file 28180119 shows a minimum battery of 2.655 to 2.652 volts between (B)(4) 2011 and (B)(4) 2011, which was before the device recommended replacement time (rrt) of less than or equal to 2.6251 volts.